Event description:
Customer stated that device sparked and smoked during daily check of the device. There was no reported pt involvement. Service rep duplicated reported condition. The device was replaced.